Event description:
Lap chole - "surgeon fired multiple clips. The first two scissored, and the next several came out fully opened. Lot# 1207745 procedure was finished with ethicon er320. No event sample was saved, however I am attaching pictures that were taken during the case." Patient status - "ok".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation; however, two photographs from the procedure were provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. Although the root cause of your experience could not be determined, clip scissoring may occur when the clip is applied to thick or dense tissue at a non-perpendicular angle and per applied medicals instructions for use (IFU), use on appropriate sized vessels only. This document represents our final report.